Manufacturer narrative:
A medtronic representative went to the site to test the equipment on (B)(6) 2016. During testing, the representative received a frame rate error from the imaging system. The representative then replaced the interface (umbilical) cable due to the frame rate error. The imaging system then passed the system checkout and was found to be fully functional. The suspect interface (umbilical) cable has not been received by the manufacturer for evaluation.

Event description:
A site, biomedical engineer, representative reported that, while in a procedure, the radiologic technologist (rt) staff was unable to acquire 2d images when using the imaging system. No additional information was provided. Though medtronic imaging was aborted, there was no impact on patient outcome.